Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via social media ((B)(6) post) call that the customer was hospitalized and due to low blood glucose on (B)(6) 2018. The customer¿s blood glucose was 13 mg/dl, 168mg/dl and 138 mg/dl. The customer was treated with intravenous and tried glucagon in the emergency service room. It was reported that they had issues with sensors. The customer was advised to call back if had issues. The devices will not be returned for analysis.